Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an family member regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history includes a spinal cord injury in 2017 resulting in the patient being unable to move arms or legs because of a neck injection. Information reported the patient was supposed to be filled on (B)(6) 2019, but their healthcare professional (hcp) refused to fill their pump. The reporter stated the patient's alarm (critical alarm) has been going off for a couple of weeks. The patient was currently in the hospital because of an infection (unknown if it is related to the pump). The reporter believed the patient was going th rough withdrawal because the pump has not been filled. Information also reported the patient was "having crazy reactions, like screaming about his leg, leg cramps, patients leg is hurting". These symptoms were reported to have begun in (B)(6) 2019. The reporter was assuming this is because there "is no drug". The reporter stated the hospital was helping patient with withdrawal symptoms. On 2019-june-07, additional information was received from the patient. Additional information reported the pump has not been interrogated since the refused refill. Confirmation regarding the alleged empty pump was requested, and the patient stated, "no, just critical alarm was to be refilled (B)(6) 2019". The cause of the critical alarm was "because it wasn't refilled". The pump has not been successfully refilled. The cause of the infection was requested and the patient stated, "lung infection". The infection was not related to the pump. The cause of the patient's symptoms (leg pain, reactions, leg cramps) was requested and the patient stated, "leg cramps, sweats, confusion since pump has been filled". "Nothing" has been done to resolve the symptoms. The patient has been given antibiotics to resolve the infection. Additional information was received on 14-jun-2019 from a healthcare professional (hcp) who reported that the patient was in between pain pump managing doctors and the pump went empty. The patient began hearing the pump alarm the first part of (B)(6). The reporting hcp stated that they were told that the patient¿s pump could be filled with saline, so the patient¿s primary care doctor was wondering if that was the recommendation. The reporting hcp did not have a physician programmer to interrogate the pump. No patient symptoms were reported at the time of this report. No further complications have been reported as a result of this event.